Event description:
It was reported that the patient replaced the system controller ((B)(6)) because the "replace system controller" message appeared on the display. The patient contacted the hospital. When they visited the hospital and checked, the pump operation lamp was on. There was no alarm. When connected to the power module there was no problem with the drive and it said "replace system controller" so it was replaced. The history showed that the power supply was replaced on (B)(6) 2025 and the alarm had been sounding since. The patient was living the same lifestyle as usual and there was nothing particully unusual over the past night into the morning. There was no concern about static electricity, etc. The patient was asymptomatic. The log files were requested to be reviewed. The log files showed this system controller was used in the past. It was most recently connected to a patient on (B)(6) 2025 and was working properly. The device was operating as intended. The log file data from (B)(6) was provided with the trigger for the "replace system controller" alarm. In this log file review lcd comm fault alarms began on (B)(6) 2025. This would warrant a system controller exchange. There were no other unusual events seen within the log files and the device was operating as intended. The system controller (B)(6) was the new system controller that was used. There was a request for the low flow software change for the system controller ((B)(6)) that was provided to the patient to replace (B)(6).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
A "contact hospital, system controller fault" message was also said to have appeared on the system controller display when this event occurred.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed via the log file and via the controller¿s functional analysis. The log file captured a controller fault alarm on 15jun2025. The alarm¿s sub-fault indicated that the controller¿s liquid-crystal display (lcd) printed circuit board (pcb) was unable to properly communicate with the controller¿s main pcb. The alarm remained active throughout the remainder of the data, and the pump operated as intended. The returned system controller (serial number (B)(6)) was functionally tested and alarmed with a controller fault within a few minutes of being connected to a mock loop. The controller was still able to operate the mock loop as intended despite the alarm. The controller was troubleshot and was able to function as intended with no atypical alarms while a test lcd pcb was in use. The cause of the alarm was isolated to an issue with the circuitry around the lcd pcb¿s microprocessor, which directly communicates with the controller¿s main pcb. However, the root cause of how the lcd pcb became electrically damaged was unable to be conclusively determined. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including controller fault alarms. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.